Event description:
It was reported by customer account that the load cells were replaced. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Product evaluated by account. Results: load cells. Conclusions: load cells replaced by account.